Event description:
It was reported that there was a communication problem. It was stated that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the primary reason for the overdischarge was that the patient was dissatisfied with his stimulation. It was noted that the patient had not felt any stimulation for the past 6 to 12 months. It was stated that the patient¿s last successful recharging session was 6 to 12 months ago. Additional information received reported that the patient needed to get his ins charged. It was noted that the patient had a loss of therapeutic effect. It was stated that the therapy had originally helped, but about 1 year ago, the patient began having pain again. It was noted that the patient¿s pain was ¿up his spine and out the wings.¿ it was noted that the patient ¿had had so many procedures done to him after he got the ins implanted, he doesn¿t think he ever gave it a fair shot.¿ it was stated that the procedures were not related to the spinal cord stimulation (scs) therapy. It was noted that the patient had a rhizotomy last may. It was stated that the patient had gone to see his healthcare provider (hcp) ¿about a month ago to see about getting the ins removed,¿ but the hcp ¿talked him into trying it again.¿ additional information received reported that the battery was either dead or overdischarged. It was stated that the ins had not been charged in ¿nearly 2 years.¿ it was stated that the patient would be seen on 2014 (B)(6). Additional information received reported that the patient¿s appointment had been rescheduled for a later date. Additional information received reported that the patient¿s appointment had not yet occurred. Additional information received reported that the patient had decided to have his rechargeable ins replaced with a non-rechargeable ins. Additional information received reported that the patient¿s replacement procedure was scheduled for (B)(6).

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 888-45, lot# v452778, implanted: 2010 (B)(6); product type lead product ID 3888-45 lot# v452778 implanted: 2010 (B)(6); product type lead product ID 3888-45, lot# v452778, implanted: 2010 (B)(6); product type le ad product ID 3888-45, lot# v452778, implanted: 2010 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that no device malfunctions had been seen during the replacement procedure. The patient was receiving effective therapy at the time of this report.